Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog insulin was tested and found to be safe for use in the t:slim pump for up to 48 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm and the supplies on the pump were changed. While filling the new infusion set tubing, an air bubble was noted in the tubing. The customer changed the tubing and insulin delivery was resumed. Reportedly, humalog insulin was used in the cartridge for 3 days. The customer's blood glucose level was not impacted.